Manufacturer narrative:
(B)(4).

Event description:
This is report 1 of 4. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. The patient experienced depression, pain and uremia and was hospitalized for the events. The patient was discharged from the hospital and was rehospitalized for peritonitis. Treatment was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lots h13a04013 and h13b13012 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but does not indicate any issues related to the complaint. Batch review results are acceptable no further evaluation required. A review of all batch record documents was performed for potentially associated lot h12l01018 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow-up report will be submitted. (B)(4).